Event description:
It was reported to philips that the system could not start up. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 3 m15 (722280) is not sold in the us. However, its similar device 722222 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use at the time of event occurrence. The philips field service engineer (fse) contacted the customer and identified that the system was not starting due to a problem with the hospitals input power supply. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.